Event description:
It was reported that the user was burned while using the product.

Manufacturer narrative:
It was reported that the user was burned while using the product. We performed a heat-rise test on the unit and found that it operated within parameters. The components and fabric foundation showed no evidence of exposure to excessive heat, and there was no defect in the performance of the unit. Discussion with the user indicated that she may have failed, to ready and follow our instructions. We concluded that this event was attributable to misuse of the product on the part of the consumer.